Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a carotid stenting procedure using an 8f sheath. Reportedly, after step 4, retracting the footplate, the suture came completely out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.